Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 198-199 mg/dl. The infusion set and cartridge was changed multiple times to address the occlusions. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.